Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 447 mg/dl. She did not sleep all night because she was nauseous. She disconnected from the insulin pump and used her insulin pens to bring down and lower her blood glucose level. The night before she went to go see her health care provider. Her blood glucose level then went up to 547 mg/dl. The call was disconnected. The device was not returned.